Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws had charred and bloody. The heater element had detached from the hook. The device was very bloody. The tool was received inside the cannula, which had no non conformities. Resistance and jaw force measurements did not all pass specifications. The toggle was found to stick in the rear position, causing the low jaw force and not allowing for proper seal. Based upon this observation, the reported complaint for "would not seal" as confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 tool would not seal the branch when used. A new kit was used to complete the procedure. There were no patient effects. The product was returned.